Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead implanted: (B)(6) 2010, 5071-53 lead implanted: (B)(6) 2010, 6984m adaptor implanted: (B)(6) 2010 . (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was replaced due to early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.